Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Bench testing found the unit would not maintain proper peep pressure and would continuously alarm due to a malfunctioning exhalation module. Carefusion replaced the exhalation module to address the reported issue.

Event description:
It was reported to carefusion that the unit was having a problem with the internal peep while connected to a patient during a flight. There was no patient harm associated with this reported event. The ventilator alarmed "patient circuit" continuously throughout the flight. After the flight, the customer performed a circuit test and the unit failed. The customer performed the circuit test a second time with a new circuit, and the unit failed again.